Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the device had a 10:23 error (pads/paddles current source error detected) in the device error log and a red x. There was no negative pt impact.